Event description:
It was reported that during an unspecified procedure, balloon damage occurred. The lesion was located in the left anterior descending artery (lad), however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unk. The maverick2 12mm x 2.0mm balloon catheter was advanced for pre-dilatation of the lesion, however, upon inflation it was noted that the balloon "was friable and disintegrated". It is unk if the balloon was removed intact. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "stable". Add'l info has been requested.